Manufacturer narrative:
UDI (di): (B)(4). Final analysis confirmed that it was difficult to insert the test leads into the ventricular connector port of the pulse generator. The ventricular ring contact spring was out of specification for the product. This likely contributed to the reported complaint of inability to connect the lead to the connector.

Event description:
It was reported that during the implant procedure, it was difficult to insert the atrial and ventricular leads into the pulse generators header. The device was no longer used and a new device was implanted.